Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth reported only as 1954. This report is for 5 screws part and lot number unknown. Implant date: reported only as (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that five months post-operative the screws were found to be broken. Surgery was performed and the plate and broken screws were removed and replaced with an lcp anterolateral distal tibia plate system. The patient was reported to have been walking on the left foot, it is not known if this was approved post operatively or not. A prolongation of hospital stay was reported, it is unknown why or how long. An image reading of the x-ray was conducted by the medical director from this manufacturer. The medical director reported the following: the x-ray shows an antero-posterior (ap) view of the left distal tibia and ankle with a fracture of the distal tibia and fibula. It is treated with distal tibia plate and 7 screws in the distal part of the plate, there is another screw more proximally in the plate, the most proximal portion of the plate is not seen on the x-ray. There are 6 screws that are broken and another that remains in the plate but has pulled out. There is no evidence of any debris. There is callous formation around the fracture site which indicates that the fracture was healing. This report is for 5 screws part and lot number unknown. This is report 2 of 2 for (B)(4).